Event description:
The morning following implant, this lead dislodged and the pt was inappropriately shocked. The lead was successfully revised on (B)(6) 2011 and all records indicate it remains actively implanted. Should additional info become available, this event will be updated.